Event description:
It was reported that the user experienced episodes of low glucose after dietary changes while using the ¿less than¿ meal option, and he contacted support for guidance. Symptoms included hypoglycemia without reported physical complaints. Outcomes included self-treatment with oral carbohydrates, specifically crackers and juice, with a documented glucose value of 60 mg/dl and no subsequent medical intervention. Troubleshooting and education were completed, and the user was advised to consult the clinical team to assess whether regimen adjustments were needed. Investigation included case assessment and user counseling. Investigation of this case revealed no device malfunction and suggested that the lows were temporally associated with changes in diet and meal announcement behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.